Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, product type: extension, product ID neu _ins_stimulator, serial# unknown, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information received reported that the day after surgery, they tried to go in and remove some of the blood. The patient was still in the intensive care unit (ICU) and there was no change. The patient still could not function normally. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that there was an intracranial bleed that had occurred during the procedure for the lead implant. The lead was left in place when the patient had started showing signs of stroke and the case was aborted. Hospitalization was required. X-rays were done. A computerized tomography (CT) revealed a large bleed. The patient had signs of weakness on the contra lateral side and some facial drooping. The patient was admitted to the intensive care unit and at no point was surgical intervention planned. The patient was alive with injury. The intracranial bleed was 3cm in diameter. Patient symptoms at the lead location included headache, stroke, loss of reflexes and paralysis. Further follow-up is being conducted. If additional information is received a supplemental report will be submitted.